Manufacturer narrative:
Product is not available for return.

Event description:
It was reported the patient received the following results within 15 minutes: 318 mg/dl and 130 mg/dl. The patient experienced symptoms of blurred vision and numbness of the face and lips. The patient waited 15 minutes and her blood glucose measured 85 mg/dl and 5 minutes later her blood glucose measured 98 mg/dl.